Event description:
In cataract surgery, the tip piece of osher manipulator broke off into the eye during removal of the ring. The surgeon was able to move the broken piece immediately. The surgery was successfully completed and no negative outcome to the patient.